Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that since this past four or five days, they have been having pretty severe pain in their left side, something that they haven't felt before. Patient said the pain was kind of wrapping around from the back to the front on their left side and they think it has something to do with the stimulator as they could feel a buzzing or vibration but quite a bit more painful. When asked, pt confirmed they charged the implant fully several times and commented that the charge was gone 100% to 0% very quickly. Pt also noted that even when the implant was at 0%, or when they turn off the stimulation, they could still feel the pain and the vibration. Patient mentioned they already tried all the groups from a b and c but didn't work. Patient stated they went to the urgent care on two days ago because they were having so much pain. Pt said they ran a CT scan and didn't find any abnormality with anything. Agent redirected pt to their healthcare provider (hcp) and pt said they already made an appointment, but they couldn't see the doctor until next week and until right now, they were still in extreme pain. Pt said they have not seen a manufacturer representative (rep) for a while. Agent reviewed the role of rep and sent an email to the field rep for visibility.